Event description:
Nurse requested vns interrogation after a patient underwent defibrillation to ensure functionality of the device. The device was interrogated and the patient's settings were noted to have been changed. No other relevant information has been received to date.